Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. 35 devices were received for evaluation; 35 events were confirmed during testing. 16 devices was found to be affected by corrosion. 1 device was found to be affected by corrosion and damaged internal components. 3 devices were found to be affected by damaged internal components. 4 devices were found to be affected by damaged internal components and the sag head filled with debris. 2 devices were found to be affected by non-stryker components. 9 devices were found to be affected by the sag head filled with debris. 1 devices is available for evaluation but has not yet been received. 1 devices was not available to stryker for evaluation. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 37 </noe> malfunction events in which the device overheated. 30 events had no patient involvement or patient impact. 6 reported events had patient involvement with no patient impact. 1 reported event had no information available from the facility regarding patient involvement or patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. One device was received for evaluation. The reported event was not duplicated for 1 device; the device was found to be within specifications for the reported event. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 37 malfunction events in which the device overheated. Thirty events had no patient involvement or patient impact. Six reported events had patient involvement with no patient impact. One reported event had no information available from the facility regarding patient involvement or patient impact.